Event description:
Doctor used the slotted hammer to impact the implant into the prepared disc space, the pin at the top of the implant holder came out which caused the superior arm of the holder and the pin to become separated from the rest of the device. Doctor managed to retrieve the pin. This MDR report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment and not diagnosis. During implantation the pin of the holding piece of the device used for alignment was broken off. The parts were retrieved and the cause of the breakage was due to handling not consistent with the instructions for use.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of this report: corrected date from (B)(6) 2013 to (B)(6) 2010.